Event description:
This letter is to inform you of an event that occurred at (B)(6) hospital of the (B)(6) in (B)(6) on (B)(6) 2017 in which it was alleged that the seer light ECG holter monitor caused burn marks to a patient. It was reported that the holter monitor was placed on a child on (B)(6) 2017 and again on (B)(6) 2017 and in both incidents, the child had red burn spots where the electrodes were placed. The contact information of (B)(6) hospital of the (B)(6) is as follows: the seer light is manufactured by the suzuken company which is in japan. The suzuken company was informed of this event on february 17, 2017. When informing suzuken about this adverse event, they allege that the burns are caused by the electrodes that were attached to the patient skin. However, this information hasn't been confirmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).